Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, a user reported elevated blood glucose of 268 mg/dl after applying an abbott libre 3 sensor that had been mistakenly shipped by their distributor. The user indicated the incorrect sensor was applied unknowingly, leading to inaccurate glucose monitoring and hyperglycemia. The user plans to contact the distributor to request the correct sensor.